Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the power supply.

Event description:
The customer reported that the vertical column won't come down. No patient was injured by this issue.